Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.

Event description:
It was reported that the platform¿s head restraint was broken and that the platform would not power up. No adverse event reported.